Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. Based on the reported information and evaluation of the returned device, the investigation determined that the damage to the barewire tip was related to circumstances of the procedure. It is likely that during removal from the patient, the tip of the barewire caught on the newly implanted stent or the distal end of the guide catheter resulting in the noted stretched tip coils and break of the inner barewire core. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.na.

Event description:
It was reported that the emboshield nav6 was successfully used in the left carotid artery. The carotid stent was implanted. After the emboshield nav6 was removed from the patient, it was noted that the barewire (that comes with nav6) had stretched (unraveled), but remained in one piece. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.